Event description:
It was reported that during the implant procedure, the patient required multiple internal and external shocks to convert induced ventricular fibrillation. The patient was intubated and unstable following the induction and had episodes of very low blood pressure between cardiopulmonary resuscitation attempts. The patient stabilized. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).